Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of the tip broken off was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported that the ceramic tip of the resection sheath was broken. The malfunction was found during reprocessing. The patient was not under sedation. The intended procedure was completed with a similar device without any delay. There were no reports of patient, user harm or procedure associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, the damage to the ceramic beak of the sheath was caused by thermal and mechanical induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: 4 before use warning. Infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product. Visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.